Manufacturer narrative:
The device was returned to tandem >45 days from awareness date. Investigation is not required per wiq-0018322. The information will be used for tracking and trending purposes.

Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer was sent new charging supplies. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.